Event description:
It was reported that there was blurry image.

Manufacturer narrative:
The device manufacturer date is not known. This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure "blurry image" was confirmed. According to henke: scope evaluated as a level 3. Tip and fiber damage, broken lenses in system and loose optic system. The complaint for ¿blurry¿ has been confirmed and is due to customer use and handling. Probably root cause for this failure is: incorrectly assembled optical train; damage to optical train; end of life wear-out; shipping damage; use error. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image.